Event description:
The pts mother reports her daughter had a protein build up whiles wearing the lenses and was diagnosed with an eye infection. Attempts to contact the ecp for diagnosis and treatment were made with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.